Event description:
The patient died 18 months after the index procedure. The cause of death was not specified.

Manufacturer narrative:
As reported by the study, this patient presented to cardiac cath and 2-vessel disease was found. Direct stenting was performed with a 3.0x23mm cypher stent in the proximal left anterior descending artery (lad) at 14 atm. Treated next by direct stenting was a lesion in the proximal circumflex with a 3.0x23mm cypher stent. There were no procedural complications. Pre-procedure medications included calcium antagonist, aspirin, clopidogrel, simvastatin and ace inhibitor. Post-procedure medications included plavix only. Eighteen months after the index procedure, the patient was hospitalized with strong pelvic pain. In addition, the patient did not eat or drink adequately. An infusion was given to lessen the pain. However, the patient showed intermittent states of confusion. The psychiatrist decided to stop the "tentanly" medication and the subject did not show a rise in pain complaints. A diagnosis of progressive prostate cancer with osteal metastasis (tumor staging ct2c, cno, cm1 (oss). The patient worsened and bloody stool was seen although no gastroscopic reasons could be found. The subject was transferred several times and remained symptomatic. He passed away one month later. It is not known if an autopsy was performed or the actual cause of death. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01291 and 9616099-2006-01292.